Manufacturer narrative:
Additional information: h6. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set experienced a low priority alarm (max air exceeded) alarm. This occurred during dwell two of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was leak from an unspecified location. The leak was further described as ¿solution on the floor¿. Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.